Manufacturer narrative:
The pump was not returned for evaluation by baxter. According to baxter , the facility's biomedical department confirmed in the pump's event history that the failure code 810:11 had occurred. The biomedical engineering department performed functional testing and serviced the pump. Should the pump be received for evaluation, or, if additional information becomes available, a follow up report will be filed. 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
Baxter reported that an infusion pump failed at the facility. According to the facility's biomedical engineering department, "pump seized" and a failure 810:11 occurred. The reported event have occurred in the intensive care unit. No patient injury has been reported. No additional information available.